Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a teflon infusion set, noted a reading of 325 mg/dl, and indicated running out of insulin prior to completing a supply change; after being guided through a full supply change, insulin delivery was resumed and glucose trended down to 224 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with not reverting to alternative therapy when ilet stops dosing; no specific device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error caused or contributed to the event.